Event description:
It is reported that the screw head broke while tightening. The fractured part remains in the pt's femur.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.